Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, while the lead was on the operating table, the lead helix screw was bent after the physician accidently got a sponge stuck on the tip of the lead. The physician indicates that the bent helix was caused when pulling the sponge off of the lead screw. The lead was not used for implant. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.